Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was experiencing shorter than expected battery life. The reporter stated that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/04/2017 with the following findings: a review of the black box showed data from the date of the complaint had been overwritten. The current black box showed no evidence of a short battery life. The pump intermittently powered on with the returned battery cap. The battery cap threads were damaged. A test cap was used for all testing. The pump powered on with a test battery cap. The battery compartment was cracked below the grip pad, and in the thread area with a section of the battery compartment missing. The battery compartment threads were damaged. No evidence of contamination was found inside the battery compartment. The current draws were within specifications. The pump case was removed to find no evidence of moisture or loose components inside the pump. The battery life issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.